Event description:
A ¿replace sensor¿ error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced vomiting three times, a bad headache, and a high fever. The paramedics were called, and they checked the vitals, blood pressure, and glucose of the customer. The customer's caregiver said that the readings were 250mg/dl - 300mg/dl on the paramedics' meter. The caregiver could not remember the exact number, but the readings were very high. The caregiver said that the paramedics did not provide any medical treatment to the customer; they only checked their vitals, blood pressure, and glucose. After learning that the customer was experiencing hyperglycemia, they said that they could not provide any medication due to liabilities. The caregiver had no choice but to do something for the customer. The caregiver searched on youtube to check what they needed to do. After that, they applied a new sensor to the customer's arm and waited for an hour for it to activate. After that, they checked the glucose of the customer and received the same range from the hcp meter. They did not exactly remember the readings, but they said that it was between 250mg/dl - 300mg/dl. Since the customer's glucose was still high, the caregiver called their relative, who was a nurse. They were informed by their relative to check the medications that the customer might have from their personal doctor. The caregiver then provided and gave the customer 15 units of sugar, as they said that it was the customer's medication whenever they had high readings. They knew that it was the right medication for the customer's situation when the medical event happened. After an hour, the caregiver checked the glucose of the customer, and it was slowly going back to normal, and the customer was feeling fine. The next day, on (B)(6) 2024, the customer's personal doctor visited the customer at their house to do a normal check-up. No medications were provided to the customer. The doctor only checked the customer's vitals and blood pressure and said that the customer's state was good and they were fine. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, no product has been received at this time despite follow up attempts by adc. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.